Event description:
Customer reportedly received results of 216 mg/dl and 89 mg/dl within 10 minutes on the compact plus system (meter strip lot number 20654241, expiration date 08/31/2008). The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. L1 control was run and in range. Requested return of suspect and replacement was sent.

Manufacturer narrative:
The suspect product is the compact test drum.